Manufacturer narrative:
A review of tickets determined that there is normal complaint activity for lot 55962uq10. Trending review determined no trends for depressed results for the product. Return testing was not completed as returns were not available. The issue appears to be sample specific for certain patient samples. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation, no systemic issue or deficiency of carbon dioxide (co2) reagent (ln 7p72-20) lot 55962uq10 was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a discrepant co2 result generated on the alinity c analyzer on one patient. Results provided: on (B)(6) 2020 sid (B)(6) = 32 mmol/l, another alinity = 23 mmol/l. Normal range: 22-29 mmol/l. No impact to patient management was reported.